Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the lidocaine vial shattered upon breaking at the scoreline. No patient/user injury reported.